Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. The target lesion being treated was located in the calcified and tortuous left anterior descending artery. A 2.25x12mm ion stent delivery system (sds) was advanced and was unable to cross the lesion. Upon withdrawal the stent got hung up in the lesion and dislodged from the sds. A snare was advanced and successfully retrieved the ion stent in the left main coronary artery. The procedure was completed with the deployment of 2 unspecified stents. No additional patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is a combination product. (B)(6). (B)(4).

Manufacturer narrative:
Returned product consisted of a taxus liberte stent delivery system (sds) with a stent, snare, and stop cock. The stent was detached from the sds and received connected to the snare. The balloon was tightly folded. There were stent strut impressions on the surface of the balloon between the markerbands, which indicates the stent was appropriately positioned and secured to the balloon in manufacturing. There were several bent and flared struts throughout the stent. The distal tip of the sds was damaged. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage and detached stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. The target lesion being treated was located in the calcified and tortuous left anterior descending artery. A 2.25x12mm ion stent delivery system (sds) was advanced and was unable to cross the lesion. Upon withdrawal the stent got hung up in the lesion and dislodged from the sds. A snare was advanced and successfully retrieved the ion stent in the left main coronary artery. The procedure was completed with the deployment of 2 unspecified stents. No additional patient complications were reported and the patient's status is ok.